Manufacturer narrative:
Eval: result: component not yet identified. Further analysis required.

Event description:
It ws reported by service report that the stretcher zooms in reverse when pushing forward. No pt involvement or adverse consequences are reported.